Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section on (B)(6) 2007, pregnancy, multiparous, uterine fibroids, low grade squamous intraepithelial lesion, obesity, hypertension, hypertension, menopause and uterine adhesions. Concurrent conditions included pelvic pain, dyspareunia, uterine bleeding, uterine fibroids and postmenopausal bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and postmenopausal haemorrhage ("postmenopausal bleeding"), underwent oophorectomy ("oophorectomy") and was found to have uterine leiomyoma ("fibroids uterus"). The patient was treated with surgery (total abdomen hysterectomy,bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and oophorectomy outcome was unknown. The reporter considered oophorectomy, pelvic pain, postmenopausal haemorrhage and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy ("oophorectomy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section on (B)(6) 2007, pregnancy, multiparous, uterine fibroids, low grade squamous intraepithelial lesion, obesity, hypertension, hypertension, menopause and adhesion. Concurrent conditions included pelvic pain, dyspareunia, uterine bleeding, uterine fibroids and postmenopausal bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and postmenopausal haemorrhage ("postmenopausal bleeding"), underwent oophorectomy ("oophorectomy") and was found to have uterine leiomyoma ("fibroids uterus"). The patient was treated with surgery (total abdomen hysterectomy,bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and oophorectomy outcome was unknown. The reporter considered oophorectomy, pelvic pain, postmenopausal haemorrhage and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received. Lot number was added. Reporter, concurrent conditions were added. Event medical device removal with pelvic pain, post menopausal bleeding and fibroid uterus. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy ("oophorectomy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.